Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; explant for unknown reasons. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. Reportedly, there was a precipitating device failure and/or malfunction that caused a device-related associated clinical harm of an explant procedure. The primary cause of that failure could not be determined due to the lack of any medical information or imaging studies surrounding the implant or the event procedure. No anatomy, user, or procedure-related contributing issues could be identified. No cautionary and/or off-label product use could be determined. No procedure-related harms could be determined. The final patient disposition was not reported, and could also not be determined due to the lack of patient and/or product information. Lot information was not received and a manufacturing review was unable to be performed. Device was not returned, therefore, sample evaluation was not completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Endologix was informed by the physician that he had previously had 4 patient with afx device that was explanted. The physician did not give any information regarding the device, patient, or date of event.